Event description:
It was reported that while in the catheterization room the intra-aortic balloon (iab) was prepped & md inserted the sheath via right femoral artery. After iab was inserted, patient (pt) was to be moved to the cardiac care unit (ccu). At this time the pump shut off without alarm; this occurred "soon after the power had changed from ac to internal battery." As a result, "the pump was changed to system 98 in cr & then pt. Was transported to ccu." While in ccu the pump was changed to acat 1, again with ac. Pump is currently still is use. Additional information received in 2009, stated "the pump shut down without any alarm. The battery might be mostly dead as they had not changed the battery since they purchased the pump. The pump is being used on a pt with ac power and as a result, the battery has not been checked yet."

Manufacturer narrative:
Product will not be returned for evaluation.